Manufacturer narrative:
(B)(4). This report is based on allegations set forth in patients notice and the allegations there in are unverified. This event was originally reported by medwatch facility winterthur ch 9613350 05/08/2017, 0009613350-2017-00572, 07/26/2017, 0009613350-2017-00572-1. Product information received which has been as identified UK design control. Report source: (B)(4). Concomitant medical products: medical product: m2a-magnum mod hd sz 44mm, catalog #:157444 , lot #:1322376, medical product: magnum tpr adpr ti 42-50/+8mm, catalog #: 130832, lot #:1118136. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00065, 3002806535-2020-00066. Note: this case is one of 25 claims reported by a lawyer regarding zimmer hip mom implants. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The need for corrective measures is not indicated and we consider this case as closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted with a zimmer hip mom implant on unknown side on unknown date. It is unknown if the patient was revised or is being monitored due to unknown reasons.